Manufacturer narrative:
Product analysis: analysis was performed and found that the stylus was broken, the stylus was replaced. It was also determined at analysis that the lower bullet and both keyboard hinges were broken. The keyboard cover plate was missing and both keyboard cover sliding rails were cracked. The locking latch of the media bay door was broken, and the lower support plate was cracked. The software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to update. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.